Event description:
The pt had the implantable neurostimulator removed in (B)(6) 2010 due to having "pain from it" and an MRI was needed, so device was taken out. Additional info has been requested. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).